Event description:
Reportedly, the pdf shows a significant change in lead measurement of impedance, detection and shock integrity between may and june which is unexplainable and requires further investigation to ensure that the integrity of the system is intact.

Manufacturer narrative:
The analysis of the provided data revealed that : data provided via rms report (from (B)(6)2023 to (B)(6)2024; and from 08 july to(B)(6) 2024) don¿t show any leads anomaly and no alert. - some lead values (in (B)(6) 2024) provided via in clinic follow up dated (B)(6)are aberrant. Moreover these values are different from rms data. - the root cause of these aberrant values is due to a telemetry error during the in-clinic follow-up (frame repetition issue) - based on available data, no issue is suspected on the device.